Event description:
It was reported that the pt underwent a total right hip arthroplasty in 2009. The pt experienced pain and has been recommended to have a revision done. The revision surgery was so far not done.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be confirming. No clear root cause could be determined. The failure rate for early loosening is monitored and comparable to the general failure rates of metal on metal implants of various competitors on the market. A tight monitoring by pms is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).